Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01145, serial/lot #: (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that upon initial install, the imaging system was able to verify the communication with the navigation system, but the navigation system was showing no communication. The imaging system was able to select the navigation system server selection menu. Technical services had the manufacturer representative copy the geocal and geocal signature files from the o\data\config to their usb and sent them the known working ones. The representative placed the known working ones in the same location and rebooted the system. This resolved the issue. There was no patient involvement.